Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that IV tubing was leaking at the base of the drip chamber, causing medication to leak.

Manufacturer narrative:
The customer reported the drip chamber was leaking, and returned one used set of material: 2426-0007, lot: 24125199. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity, and the leak was verified as a slow drop from the lower edge of the drip chamber. The drip chamber was examined under a microscope, and a small pinhole cut was found in the drip chamber. The supplier of the drip chamber component was forwarded the sample and information, and they were able to confirm the defect as a manufacturing issue. After reviewing the process and defect rate, no actions were taken as a result of the complaint. The issue was notified to the molding manager considering this issue is a functional problem with the molding process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.